Manufacturer narrative:
The pressure monitoring set with blood sampling system was received for evaluation. The report of "tubing detachment" was confirmed. As received, the pressure tubing was found completely detached from the vamp reservoir stopcock bond joint. Indications of what appeared to be bonding material were evident on the tubing bond surface area. Tubing outside diameter was measured near the point of the detachment and it was within specification. No other visible damage or inconsistency was found to the returned kit. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Based on further engineering investigation, a definite root cause could not be established. Nevertheless, the manufacturing personnel was notified about the reported condition and a pra was generated. As part of the manufacturing process there are controls to avoid potential causes related to reported malfunction, such as stopcock diameter verification, pull test, visual inspection and manufacturing flow test.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Patient demographics unable to be obtained.

Event description:
As reported, when nurse was doing a patient assessment, the tubing of this vamp system was found detached from the shut off valve, leading to 50 cc of arterial blood leakage. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.